Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, ""cementless fixation in 2-stage reimplantation for periprosthetic sepsis"" written by thomas k. Fehring, md, thomas f. Calton, md, and william l. Griffin, md published by the journal of arthroplasty vol. 14 no. 2 1999 was reviewed. The article's purpose is to report on a consecutive series of patients who underwent 2-stage reconstruction for sepsis with cementless implants specifically without antibiotic cement. Data was compiled from 25 patients who were implanted with depuy stems. The article focuses on stems and does not identify acetabular and bearing surfaces. Each patient is captured individually on linked complaints with identified stems. Each patient had removal of all implants, resection arthroplasty, antibiotic impregnated beads implanted, six weeks of intravenous antibiotics, and then reimplantation 6-8 weeks post resection. This complaint captures patient #2 born (B)(6) and implanted with aml stem and 2 months between surgeries who received revision due to infection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.